Manufacturer narrative:
H6: corrected information: device code c62968 not applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.7 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was in for a pocket revision. The reason for the pocket revision was not reported and no patient symptoms were reported. Prior to starting the procedure, a fluoroscopic image was obtained. The last documentation stated that the catheter tip should have been at t8/t9, but the catheter tip was visualized between t12/l1. The catheter had migrated. There were no environmental, external, or patient factors that may have led or contributed to the issue. No action was taken at the time with regards to the catheter. A catheter revision was planned in the future. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the reason the patient was taken in for the pocket revision procedure was to re-secure the pump. It was poorly positioned and was causing the patient pain. The pump was moving in pocket and it was re-secured in the pocket. No further complications were reported or anticipated.